Event description:
It was reported that during an open anterior resection of the rectum - colorectal anastomosis - ileostomy, when performing tissue dissection in the pelvis, the forceps fracture, a piece (branch) detached and stopped working. A change of medical device was made. The procedure was completed successfully with no patient consequences.

Manufacturer narrative:
Pc-(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the electrode ceramic separate or break off? Did the I blade get damaged or break off? Is the jaw damaged but not broken off? Is the top jaw loose but not detached? Is the top jaw ptc material damaged? Is the black ptc in the upper jaw detached? Is the top jaw broken off the of the device? Were fragments generated? If so, did the fall inside the patient? Were the removed? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Pc-(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the electrode ceramic separate or break off? Did the I blade get damaged or break off? Is the jaw damaged but not broken off? Is the top jaw loose but not detached? Is the top jaw ptc material damaged? Is the black ptc in the upper jaw detached? Is the top jaw broken off the of the device? Were fragments generated? If so, did the fall inside the patient? Were the removed? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during an open anterior resection of the rectum - colorectal anastomosis - ileostomy, when performing tissue dissection in the pelvis, the forceps fracture, a piece (branch) detached and stopped working. A change of medical device was made. The procedure was completed successfully with no patient consequences.